Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). Additional information is provided in h3, h6, and h10. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The device was returned for evaluation. Visual and functional testing were performed. Error history log review found high alarm displayed: cassette not attached properly. The customer's problem was duplicated during functional test; the pump was found to be displaying "cassette not attached" issue during the investigation. According to the date found in the pump's event history logs, the pump had been used three months prior to returned for servicing and not brand new pump out of box failure. The root cause of the reported problem could not be determined. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump exhibited a "not recognize cassette". No adverse effects were reported.